Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was observed to be fluctuating and ultimately the pump shut down. Customer's blood glucose level ranged from 85-131 mg/dl. Reportedly, the alert cleared and the pump successfully began charging. Customer continued using the pump for insulin therapy.